Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging black particles in a CPAP's airway. The patient has no report of injury or harm. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.